Event description:
It was reported that the device was explanted, after an implant duration of 7 months, due to unknown reasons. Additionally, a second device, model# 6625, was explanted, which is reportable on a quarterly asr. No further details were provided. Info learned from implant pt registry.

Manufacturer narrative:
Device not returned.